Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. Necrosis was determined to not be device related.

Event description:
Healthcare professional reported injecting a patient with belkyra to a lipoma on their back. Injection was done superficially. Three days later, the patient reported a red mark. It was noted that the injector did not inject in the right place and caused necrosis of the tissue. Patient was treated for wound healing. It is not known if the skin grid was used.